Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 19 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a bleeding adverse event occurred on (B)(6) 2018 and resolved on (B)(6) 2018. The site of bleeding was gastrointestinal (gi). Additional information was requested, but not yet provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. The patient, approximately 19 days post-implant, presented at the hospital with severe anemia (B)(6) 2018). The patient's hemoglobin count was 6.7 g/dl. The patient was transfused with one unit of packed red blood cells. On (B)(6) 2018, the patient's hemoglobin count was 6.9 g/dl. The patient was diagnosed with acute blood loss anemia. Gastroenterology was consulted. The patient was given another one unit of packed red blood cells. The patient's aspirin (asa) was reduced to 81 mg; their coumadin was held. On (B)(6) 2018, the patient was noted to be hypotensive and anemic. A esophagogastroduodenoscopy (egd) was performed. An actively bleeding (2 mm) arteriovenous malformation (avm) was found. The avm was ablated and clipped; hemostasis was achieved. The patient was given a total of 4 units of packed red blood cells on this date. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The event was reported as resolved on (B)(6) 2018. The patient remains on heartmate 3 lvas support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on 09mar2018, it was reported that the patient was anemic with hemoglobin of 6.7 g/dl. The volume overload versus blood loss was observed. The patient was transfused with 1 unit of packed red blood cells (prbcs). On (B)(6) 2018, hemoglobin was at 6.9 g/dl despite previous transfusion and acute blood loss anemia was diagnosed. Gastrointestinal (gi) consult was placed and 1 unit of packed red blood cells were transfused. Aspirin (asa) was reduced to 81 mg and coumadin was held. On (B)(6) 2018, the patient was reported to have hypotension and anemia. Esophagogastroduodenoscopy (egd) was performed. An actively bleeding 2 mm arteriovenous malformations (avm) was ablated and clipped. Hemostasis was achieved. The patient was transfused with 4 prbcs. Asa and coumadin were held. No additional information was provided.